Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer¿s insulin pump does not hold charge; the battery has been changed three times within the past twenty-four hours. The caller also stated that the insulin pump is alarming empty reservoir when the reservoir is not empty. The insulin pump also alarmed power error detected. The customer stated that they have reverted to manual injections. The caller stated that they did not remember their blood glucose at the time of the incident, however, their blood glucose value was 479 mg/dl in the morning of the phone call. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.